Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that there was hair in bd 60ml syringe luer-lok¿ tip syringe. Reported by customer: "we found another hair in a 60 cc syringe today. This time the lot was 8270779, ecp 9/30/23.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was hair in bd 60ml syringe luer-lok¿ tip syringe. Reported by customer: "we found another hair in a 60 cc syringe today. This time the lot was 8270779, ecp: 9/30/23."